Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging diminished or muted sounds in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 13jul-2018 with the following findings: during investigation, the pump powered on with audible tones and vibration functioning properly. The sound level was found to be within specification. The pump was opened and no evidence of the moisture or damage was found to internal components. The complaint of an audio tone issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump¿s cover was remove and no intermittent condition was found to the display circuit. The complaint of a blank display was not duplicated during investigation.